Event description:
Rash, scar, bleeding; for the last few months, I have gotten a rash after removing my dexcom g6 sensors. I put my sensor on my lower abdomen and recently when I have remove them, the adhesive does not fully come off, it then tears my skin and it leaves a burn looking mark after it heals. I believe the recent sensors have been faulty or there is something different with the adhesive that is causing this as I have been using my dexcom for over a year and never had an issue until recently. I have also had to get replacements on about three sensors that malfunctioned because the sensor did not detach from the inserter which caused slight bleeding when I removed both parts. FDA safety report ID# (B)(4).